Manufacturer narrative:
One device was received for evaluation. A review of the event history log confirmed that there was a record of repeated power on/off on, presumably caused by the reported issue. Functional testing was unable to duplicate the reported problem. The reported issue was not reproducible, and the cause could not be determined. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an alarm, the power goes on and off even though no one using the device. Event occurred before patient use, during testing, there was no patient involvement.